Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 clinical study. It was reported that patient underwent a total left hip arthroplasty on an unknown date. During post operative monitoring and testing, fluid was noted. The fluid on the anterior medial of the left hip measured 2.1x10.6x2.9x0. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date. Additional information received from clinical study data noted that the patient underwent a left hip arthroplasty on (B)(6) 2005. During post operative monitoring and testing, fluid with debris and heterogeneous signal within the fluid and loose cup was noted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions." And "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-01778 /-07315).